Event description:
It was reported via repair work order that the scale had malfunctioned and could offer an inaccurate weight measurement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.